Event description:
Boston scientific received information that the patient with this device had a heart catheter procedure last week where the right ventricular (rv) lead dislodged. A revision was performed and the lead was successfully repositioned. However, it was noted that when the rv lead was connected to the device, there was no pacing and the patient's rhythm was around 40 beats per minute (bpm). It was also noted that there was noise on both the rv lead and evoked response channel and the pacing impedance measurement on the rv lead had increased to above 2,500 ohms. The lead terminal pin could be observed through the header of the device and testing of all setscrews found they were operating normally. The physician elected to replace the device and all measurements were in normal range. No adverse patient effects were reported during the procedure. The explanted device will be returned for laboratory analysis. Additional information was reported that the patient died the next day. The physician believes that during the catheterization procedure dissection of a vessel occurred, resulting in blood pooling which then lead to the patient's demise. There were no allegations against the device in relation to the patient's death.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations of no pacing outputs, noise and out of range pacing impedance measurements. The device met all specifications during testing.